Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis of the device is pending.

Event description:
The device involved in this MDR report was explanted one day after implantation: although the implanted lead was bipolar, bipolar programming was refused in the atrial channel because the lead impedance in bipolar configuration was too high. Both the pacemaker and pacing lead were replaced. The lead is not an ela lead model.